Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. At this time, the customer reported that the issue was resolved by calibrating the transducers and the device will not be returned for evaluation. (B)(4).

Event description:
The customer reported that the ventilator alarmed extended high p peak, safety valve open, circuit occlusion, apnea interval, low ve (exhaled volume), and low peep. The internal transducers were calibrated and the issue was resolved. There was no patient involvement.